Event description:
Surgery was done approx six weeks ago. Surgeon noticed during follow up that one superior and one inferior screw had backed out to some degree. The screws are asymptomatic and the surgeon has elected not to do anything at this time. As this could result in the need for surgical intervention an MDR is being filed to document this event.